Event description:
It was reported that this right ventricular (rv) lead exhibited oversenses of noise that resulted in storage of two non-sustained ventricular tachycardia (nml episodes. Pacing inhibition was observed for greater than 2 seconds. The physician was considering a lead revision procedure. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).